Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The tissue bag, cord, bead, clamp, and ring for a 10 mm inzii retrieval system (cd001) were returned assembled together; the remainder of the retrieval system and packaging were not returned. Upon inspection, engineering noted damage near the distal end of the bag and a broken clamp. There were no other non-conformances noted on the provided parts. Engineering's analysis has determined that the likely root cause is use error and that the tissue bag was exposed to a greater force than the design of the bag could withstand. The broken clamp would have no effect on the strength of the bag. The bag's condition suggests stretching prior to breakage. Historically, bag breaks with these characteristics are seen when the specimen is too large for the extraction site. In the instructions for use (IFU), it is stated that, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "bag broke out the bottom." Patient status - no patient harm.